Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 398 mg/dl. Customer stated that her insulin pump was constantly alarming no delivery. Nothing further was reported.